Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. A logfile review for the day of the treatment showed a system message occurred one time that indicated the voltage was getting high. However, there were no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a bilateral case of smeared lights, halos and starburst post lasik treatment. Reporter indicated at eighteen months post procedure the patient requested his medical records and became very upset and began speaking about how his vision being "botched". Patient stated "every time I come into this place [facility] I want to shoot myself in the head". Patient also states that "this was the worst thing I have ever done" due to smeared lights, halos and starburst. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.